Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device implanted on (B)(6) 2025. The patient was discharged. During a routine one (1) year follow up computed tomography (CT) imaging showed a large, pedunculated, high grade, hypoattenuated thickening on the left atrial surface of the closure device concerning for thrombus. The patient was placed on eliquis 5mg daily for three months with a plan for a repeat CT in three (3) months.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device implanted on (B)(6) 2025. The patient was discharged. During a routine one (1) year follow up computed tomography (CT) imaging showed a large, pedunculated, high grade, hypoattenuated thickening on the left atrial surface of the closure device concerning for thrombus. The patient was placed on eliquis 5mg daily for three months with a plan for a repeat CT in three (3) months.